Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that it was noticed that the tip of the jaw of the bending/cutting pliers is broken off. It is not known how or when the pliers broke.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed that there is a small chip broken off the tip of the carbide insert in one of the bending jaws. That same jaw has numerous gouges and dents over the final 6 mm of the tip with a large dent directly on the end of the tip where the insert chipped. There is brownish residue in between the interface of the two handles and residue from a piece of tape that had been wrapped around one of the handles. The returned device was manufactured in october 1996 and is over 15 years old. There is only one other complaint in the history for this issue and over 2,060 parts distributed for a rate of approximately 0.09% based on sales. Since these instruments are used repeatedly, the rate based on use would be significantly lower. Also, since the pliers identified as 391.962 are identical to the 391.962.96 part, complaint and distribution data includes both parts. The pliers are made of 420a stainless steel which is a standard material for instruments of this type and the bending jaws have carbide inserts to add strength. The tip of the one carbide insert is chipped and the tip of that same jaw has several deep gouges and dents starting approximately 6 mm from the tip with the deepest and most significant dents directly on the very end on the tip. It appears that the jaw has been struck on several occasions and that the impact directly on the tip resulted in the observed breakage. Even with the small chip out of the insert, the pliers are still functional and could be used to bend the required plates as intended. Those tips are intended to be used for bending and are not designed to be struck or used for striking and therefore, it appears that the complaint condition is the result of mis-use. The complaint condition was caused by mis-use and is not related to the design. Therefore, it is concluded that this complaint is invalid.